Event description:
During trialing, it was noticed the pt sustained a humeral (bone) fracture.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the inspection records was not provided. The IFU (information for use) pamphlet reads as follows: while driving the broach into place, carefully follow the fins on the broach to the fin tracks created by the body sizing osteotome. The final humeral prosthesis is approximately 1mm larger than the corresponding broach size to obtain a press-fit. Seat the broach until the collar sits flush on the cut surface of the neck of the humerus. Do not drive the collar down into the cancellous bone. Note: if the broach collar does not sit flush on the cut surface, do not try to aggressively drive it down. Rather, remove the broach and then pass the reamer deeper into the canal. Then seat the broach again. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.